Event description:
A surgeon reported that a pt who rec'd calstrux in conjunction with op-1 putty for an unk indication developed a sac with yellow fluid in it. The pt required a re-do surgery (not specified). No other info was provided. Add'l info is pending.